Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-53 lead; implanted: (B)(6) 2015. (B)(4). Evaluation summary: analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was capped and replaced. During the procedure, a previously capped left ventricular (lv) lead was uncapped to determine if it was usable; however, testing determined that the lv lead also exhibited high thresholds. The lv lead was capped again. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.